Event description:
Diabetic on insulin tested her blood glucose as 97 mg/dl on suspect device. She was experiencing low blood sugar symptoms at the time. She tested on another meter and blood glucose =57 mg/dl. Emergency medical techinicians treated her with glucose IV and patient is fine now. Glucose controls tested in range.